Event description:
It was reported to boston scientific corporation in 2007 that an autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure the same day. ( patient age, gender and weight unknown) according to the complaint it was found that, during unpacking, the catheter tip was torn. The case was completed with a second autotome rx sphincterotome. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Other (split in tip). A visual evaluation found that the distal tip had been split. The distal 1.5 millimeters of the tip had been split at an angle and was jagged.